Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin had experienced a high blood glucose levels. The customer's blood glucose levels was 450 mg/dl. The customer was treated with injection for high blood glucose. The customer reported that the blood glucose levels when changes set. The customer declined troubleshoot for high blood glucose levels. The insulin pump will not be returned for analysis.